Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Second revision surgery - due to the patient having developed flexion instability of the knee. Original surgery was done in 2007 and a revision was done in 2014.